Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the peg tube was unable to be mobilized in the stoma. On an unknown date, the patient saw the physician and was diagnosed with a buried bumper. On (B)(6) 2021, the patient underwent endoscopy to remove the buried bumper and replace the peg-j tubing. The patient experienced bleeding during the procedure, due to being on anticoagulant therapy. Internal hemostasis was performed to stop the bleeding. The patient was discharged from the outpatient clinic on (B)(6) 2021.